Event description:
Based on the information provided, the patient had breast implants implanted in 2006 for reconstruction purposes. Thirteen days later, the patient was given antibiotics for an infection. One week later, the patient was diagnosed with an allergic reaction by an allergist. The patient also experienced extrusion of the implant. The implant was removed three days later. This event was reported to mentor on 09/28/2006.